Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. After pre-dilation was performed with a 2.0 x 20 emerge balloon catheter, a 2.25 x 38mm synergy ii drug-eluting stent was advanced for treatment. However, device failed to cross the lesion and it was noted that one of the stent struts was lifted away from the balloon. The procedure was completed with another of the same device. No patient complications were reported.